Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on april 04, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss in (B)(6) 2016 (exact date not reported). The patient was reimplanted with another device and a sleeper implant was also placed.